Event description:
Pt in for consultation with bilateral breast asymmetry with capsular contracture. Surgery scheduled. Surgery performed; both implants ruptured. Gel contained in capsule. Bilateral capselectomies due to severe thickening and calcifications r>l. No silicone was reimplanted with saline implants.